Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced tachycardia during a magnetic resonance imaging (MRI). It was further reported that the patient also started to feel symptoms a week after the MRI. It was also reported that the non-MRI conditional implantable pulse generator (ipg) was adjusted, however the patient is still experiencing some symptoms. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.